Event description:
A patient with an avm on the left side. Physician used ultraflow and mirage guidewire to treated the avm. There was no problem to put the ultraflow in the right position because the way to the avm had no tortuos feeder. No friction or any other problem during this process. Physician used a 2 mm syringe with 300 contrast and made low injection, he saw only a small part from the contrast injection. After that he made another injection, look at the catheter, and saw a dissection with a big bleeding in the left media, there was a catheter rupture.